Manufacturer narrative:
A ge service rep performed an onsite investigation. The problem was resolved by the onsite technician. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No pt injury was reported.